Event description:
The hopsital reported that during a routine endoscopic vein harvest procedure using the vasoview hemopro 2, the device timed out approximately midway through the harvest. The device was allowed to cool in accordance with the instructions for use (IFU); however, the issue persisted during subsequent attempts to ligate vein branches. When changing out the hp2 device the hp2 extension cord would not disconnect from the device and the cord was destroyed. Setting on the generator was 3. The device and cord were removed from service and replaced with a new hemopro 2 evh device and different cord, which functioned as intended without further issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm.

Manufacturer narrative:
(B)(4).event site name exceeds character limitations: (B)(6) medical center.the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.